Event description:
Customer states: prior to use, the deflation was insufficient. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary for the investigation results will be provided in a supplemental report.